Event description:
It was reported to boston scientific corporation that an obtryx halo system was used during an unknown procedure. According to the complainant, during the procedure, the loop was noticed to be "broken". The complaint reporter was unable to report if the association loop split in half or if any portion of it detached from the device. A suture was used to attach the sling back to the delivery needle in order to complete the procedure with the same device. There were no patient complications, and the patient's condition at the conclusion of the procedure was reported to be "fine". Several attempts at follow up have been unsuccessful.